Event description:
It was reported that when using the bd pyxis¿ es server, the medication grayed out for one patient. The customer stated that this malfunction occurred while dispensing medication to patients. The customer stated that they cannot pull out the medications for one patient from both stations. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication grayed out for one patient. The customer stated that this malfunction occurred while dispensing medication to patients. The customer stated that they cannot pull out the medications for one patient from both stations. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex code & manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the station medication greyed out for one patient. A technical support specialist (tss) dialed into the server and found patient information was wrong and informed the customer regarding the issue and advised the customer to update the discharge details to correct the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication grayed out for one patient. The customer stated that this malfunction occurred while dispensing medication to patients. The customer stated that they cannot pull out the medications for one patient from both stations. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.